Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was becoming unresponsive. Reportedly, any part of the screen below the "bolus" button does not respond to any presses. The customer's blood glucose level was not impacted due to the reported issue. Customer confirmed that an alternate method of insulin delivery was available.